Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part: 04.168.485s, lot: 5l62362, manufacturing site: (B)(4). Release to warehouse date: 08. Aug. 2019, expiry date: 01. July 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent an osteosynthesis surgery for a femoral neck fracture with the femoral neck system (fns). It was decided to perform an osteosynthesis surgery the dislocation was not confirmed. Just before the surgery, the dislocation was confirmed. The surgery was completed successfully without any surgical delay. After the surgery, the patient could walk by herself and it was not reported what problem occurred. On (B)(6) 2020 the patient underwent a revision surgery to perform a total hip arthroplasty (tha). The surgeon thought that the fracture part was dislocated heavily and the osteosynthesis surgery had not been appropriate. This report is for one (1) antirotation screw for femoral neck sys 85mm length - steril. This is report 3 of 4 for (B)(4).